Manufacturer narrative:
Date of event estimated. During processing of this incident, attempts were made to obtain complete device information. Further information was requested but not received.

Event description:
It was reported that the patient was experiencing uncomfortable shocking stimulation. Upon further investigation system diagnostics recorded high impedances on the lead and x-rays showed the l3 lead was fractured. Surgical intervention took place where the drg system was explanted to address the issue.

Manufacturer narrative:
Date of event estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.